Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for the call was the patient stated they were having trouble with their controller. The patient said they got a message that said to notify medtronic that the software wasn't working right while trying to recharge last night, but the patient reset the controller and finally got the implant to charge. The patient then said the implant wouldn't take a charge very fast, and was currently at 60%, but wasn't increasing very good. The patient inspected the controller port and said they only had 7 pins and several were at different lengths. The patient confirmed no visible damage to the recharger plug. The issue was not resolved. A request was sent to the repair department to replace the controller. The patient mentioned the recharger had been replaced a couple times. The pt called back for help with pairing the controller. The agent instructed the pt to insert the battery pack as the pt was using aa batteries. The pt was able to p air and connect. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.